Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead on a pacemaker dependent patient. Provocative testing was performed and the noise was able to be reproduced. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.